Manufacturer narrative:
The lifter was evaluated. There was paint peeling on the leg chassis, but no other issues were noted. The sling was also evaluated and found to be in good condition with no signs of wear or tears. No last training date for the staff involved could be given. Further statements from the facility indicated the resident has severe osteoporosis, to the point where the resident's full weight being applied could have contributed to the fracture. The facility also noted that the leg strap came undone, meaning the resident was trying to support herself with her upper body and the sling more than anything. From the new info, the MFR gathers the facility is very aware of the fact that the resident's osteoporosis is of such severity that the use of an active lift, or any standing action, is not a safe situation for the resident. The lifter operating and product care instructions (opi) state under the safety instructions, "warning : a clinical assessment should be carried out by a qualified nurse or therapist before lifting pts who are non-weight bearing." There are also two other warnings which state, "before using your encore, thoroughly read and understand these operating instructions," and "only use this or other methods after a satisfactory professional assessment has been carried out on the individual pt." Based on the info received, the MFR concludes the device was a factor in the serious injury of the resident occurring as a result of user error. The root cause of the incident is that the caregivers operating the device were not or were insufficiently trained on the use of the device and its accessories, the MFR strongly recommends the staff be (re) trained to the opi. The MFR will monitor trending to evaluate future actions, if any.

Event description:
The facility reports the caregivers were using the lifter to transfer the resident from the bed to the bedside commode. In the middle of the transfer, the velcro strap that holds the legs to the knee rest started to come undone. Suddenly, it came undone completely. The caregiver tried to prevent the resident from falling by lowering her to the floor. The resident from falling by lowering her to the floor. The resident sustained a fractured tibia, which was treated with a leg brace.